Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 49 mg/dl with severe dizziness and confusion. The patient reportedly drank orange juice as treatment and the blood glucose rose to 120 mg/dl. The reporter alleged the pump was emitting loss of prime warnings at night. Troubleshooting completed by animas customer support revealed issues of training/misuse; the patient remained attached to the pump during the priming of the pump, infusing 25 units of unintended insulin into themselves, causing the low blood glucose. Troubleshooting also revealed the patient was not following the manufacturer¿s instructions for use of the cartridges; using the insulin cartridges for longer than three days and over-cycles the cartridges prior to use. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy related to training/misuse.